Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The subject device is not available for evaluation as it remains implanted in the patient. Despite multiple requests for additional information, no other details regarding this event have been provided at this time. Based on the available information, a definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a perimount valve implanted in the mitral position for unknown period of time underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 26mm 9750tfx transcatheter valve. No other details were provided.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted in the mitral position for 2 years underwent a valve-in-valve procedure due to severe stenosis and trace of regurgitation. Patient presented with worsening exertional dyspnea with nyha class ii-iii symptoms. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.